Event description:
On 02/21/2022, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion had an issue, something was jammed down the long neck. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause of the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified.